Event description:
It was reported that prior to a procedure at the user facility the remb sagittal saw was able to operate without user activation when the cord was moved. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.